Event description:
Caller stated that medical attention was sought on (B)(6) 2022 around 8:20am at home. Caller stated that she tested her blood glucose wither prodigy meter and received a result of 416mg/dl. A normal result for that time of day is usually around 109mg/dl. Caller stated that she was feeling dizzy and called paramedics. Prior to testing the end-user stated that she ate two boiled eggs, sausage and half a glass of juice (did not specify what kind). Caller stated that she did not consume any medications food or drink while waiting for paramedics. Paramedics arrived within 5 minutes, tested the end-users blood glucose with their meter, and received a result of 190mg/dl. Paramedics did not do any tests with the prodigy meter. The caller was not transported to the hospital nor was she given any treatment for her glucose levels. Caller stated the she is not taking any insulin. No additional information provided.